Event description:
It was reported that r waves had decreased on the right ventricular (rv) lead. It was also reported that noise reversion was noted on the strip. The cause was not determined. Reprogramming was performed. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).